Manufacturer narrative:
The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. All pertinent information available to abbott medical optics has been submitted.

Event description:
The account reported suction loss during flap creation on the left eye (os) with an intralase patient interface (pi). Doctor followed the instructions on the suction loss protocol and completed the treatment with the same cone. When doctor proceeded to lift the flap, she had a difficult time lifting in the area of the original suction loss and had to use a blade to complete the lift. It was reported that once the flap was lifted doctor completed the excimer treatment. The account confirmed that there was no patient injury.